Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change out. Device interrogation revealed, the device was programmed to vvi mode. Atrial lead testing revealed, the lead exhibited loss of capture. The physician elected to cap and replace the lead during device change out on (B)(6) 2021. The patient was in stable condition and discharged on the same day.